Manufacturer narrative:
Attempts to acquire the required patient information are ongoing. Welch allyn will update this report when it has acquired this information.

Event description:
While on a patient the device displayed a "lead fault" message.